Event description:
I.v. Sedation (diprivan drip), pt face down to remove cyst for testing from back of neck. Circuit with hme and elbow laying under drape in front of pt with only oxygen being delivered. Bovie (electro-surgery) was started, then suddenly flames started. Crna turned oxygen off, threw circuit and hme on floor and (circuit components') continued to burn approx. 30 more seconds after oxygen was turned off. Then smoldered and smoked heavily. Pt established first and second degree burns on face, back of neck and upper shoulder and hair severely burned.